Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which resulted in the patient experiencing a syncopal episode and was admitted to the hospital. This lead was subsequently surgically abandoned and replaced. Other than the surgical procedure and syncope, no additional adverse patient effects were reported.